Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r-wave (ffrw) oversensing on the right atrial (ra) lead was leading to false detection of atrial tachycardia/atrial fibrillation (at/af) episodes. Programing options were being weighed but no adjustments were made. The lead remains in use. No patient complications have been reported as a result of this event.